Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the up arrow button was found to be intermittently responding to presses. The keypad was removed and adhesive was observed under all button contacts. Unrelated to the complaint, the battery compartment was found to be cracked, moisture was observed in the pump, and the display screen was found to be faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that all keypad buttons are sticking and intermittently responding. The patient wore the pump on the outside of her garments and did not clean the pump.